Event description:
Customer reported that he went swimming into the pool and the ocean with the insulin pump in his pocket. Customer stated the insulin pump had a high pitched beep so he removed the battery and hasn't used the device for about a week. Customer reported the insulin pump was exposed to fluid in the past with no moisture visible. Customer stated the buttons are not responding. Blood glucose value is 107 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded act and up button on keypad traces. No constant tone noted. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. Insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.